Manufacturer narrative:
Correction: the patient reported the (B)(6) had problems with (B)(6) before implant and have gotten them under control, (B)(6) were pre-existing condition and patient code (B)(6) no longer applies. Updated to malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she has always had an issue with diarrhea and then constipation, getting to the bathroom on time and sometimes the implant has helped and sometimes not since implant. Patient had problems with utis before implant and have gotten them under control, but lately was feeling some burning since (B)(6) 2018. Patient reports she has been increasing the settings and changing programs because she doesn't always feel the stimulation. Patient wondered how to tell if implant was still working and on and patient services reviewed the indicator on the patient programmer. Patient reports having lower back pain and having injections done this year, reason was not specified. No further complications were reported or are anticipated.